Event description:
No additional information received.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, d9, h2, h3, h6 the device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the event could not be reproduced and a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflation unit would not maintain a pressure of 20 unless it was moved to the high setting .. The issue was found during an unspecified procedure. There was no patient injury or medical intervention associated with this event..

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.